Event description:
It was reported that during a lap sterilization once the filshie clip was inserted, the inner seal of the port was dislodged into the patient. The piece was retrieved. Once located it was removed.